Event description:
Clinical study. Same case as 6000089-2006-01843. It was reported that more than 3 years after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm, 90% stenosed, 12mm long portion of the ramus. The physician treated the lesion with predilatation and successful placement of a taxus express2 2.5 x 16mm study stent and post-dilatation. A second 2.5 x 16mm study stent was deployed proximal to the first study stent with significant overlap. Residual stenosis was 0%. A non-target lesion located in the distal right coronary artery (dist rca) was treated with a commercial stent. In 2005, the patient was admitted to the hospital with accelerating angina and received two stents. The physician noted it was unk if the serious adverse event was related to the device. The event outcome was reported as resolved. No further information about the event is available at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.